Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy procedure. It was reported the pt was brought back for an exploratory laparotomy the evening of her surgery. The surgeon found bleeding, and the pt rec'd 4 units of blood. The 511sd was from an fdc11 kit. The pt is fine at this time. Rpo 5/15/98 medwatch, #2100430000, rec'd stating "4 hours after having a lap-choley done pt experienced a drastic drop in blood pressure. She was taken back to surgery where it was discovered that she was bleeding from the trocar site. The bleeding was controlled. Pt required 6 units of blood due to her blood loss. 3 different trocars were used during the initial procedure, therefore the numbers from both kits have been provided. The trocars are disposable and thus were discarded after the first surgery. Medwatch also states products fdc15 and 512b.